Event description:
A patient reports while activating a pod the cannula had not deployed and the pods pink slide had not moved forward. The patient reports their blood glucose level was 126 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the device was received in the not deployed position. The download data indicates that the first priming sequence ended prematurely due to a rotational sensor malfunction, resulting in completion of the second priming sequence without the needle deploying. Rerun of the pod did not replicate the rotational sensor abnormalities. No damages or defects were found that would contribute to the rotational sensor malfunction. The cause of the rotational sensor malfunction could not be conclusively determined.